Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 593 mg/dl at the time of incident. The customer blood glucose value was 208 mg/dl at the time of incident. The customer not feel well due to high blood glucose value. The customer treated high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was indicated that the auto mode was not used. The insulin pump will not be returned for analysis.